Manufacturer narrative:
E1: initial reporter facility city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right internal carotid artery. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. The balloon ruptured during inflation check in setup prior to patient use. The procedure was completed using with a different device. There were no patient complications as a result of this event.